Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of bd vacutainer® sst¿ blood collection tubes, fibrin and incomplete separation were observed, with irregular gel formation. One (1) patient had false positive hiv screen and equivocal hbsag result. No adverse impact was reported.